Manufacturer narrative:
Ocd performed testing of retained product to confirm reactivity of the jka antigen. Satisfactory retain test results were observed. Customer's initial testing was performed with a 15 min incubation. When the customer repeated the test with a 30 min incubation, the homozygous cells reacted 1 to 2+, the heterozygous cells reacted weak to 1+.